Event description:
It was reported that the patient experienced intermittent zapping pain in her spinal cord stimulation (scs) implantable pulse generator (ipg) pocket site. In addition, the patient experienced new pain in the left side of her back, and inadequate pain coverage. The patients system was reprogrammed however the event did not resolve. The physician does not know if the new pain is caused by the device. The patient underwent a revision procedure in which the ipg was placed a little deeper in the pocket. No devices were implanted or explanted. The patient is doing fine postoperatively, and a full recovery is expected. The inadequate stimulation and new pain in left side of back resolved after the revision procedure.